Manufacturer narrative:
(B)(4). Batch # x9676l. A manufacturing record evaluation was performed for the finished device el5ml, lot and batch number and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy, when surgeon applied the clip to the appendiceal artery, it malfunctioned. On inspection, the surgeon suspected the clip dislodge prematurely and when the clip applier was squeezed with no clip on it, the device divided the vessel without clipping it, the vessel did not bleed as it was likely in spasm. The surgeon switched to a 5 mm camera and used a regular 10 mm laparoscopic hemostatic clip to clip off the vessel. Surgery proceeded without further issue. No injury to the patient.